Event description:
It was reported by a customer on (B)(6) 2011, the fiber cap detached. Per the customer, the fiber cap detached while the physician was pulling the fiber out of the pt. The customer reported the fiber cap was not inside of the pt and did not need to be retrieved. No pt injury was reported.